Event description:
A 20 mm diameter x 12 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted into a patient for endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology are unknown. It was reported that the patient expired four days post stent graft implant. No further information has been provided to medtronic at this time.